Event description:
A patient allegedly expired after the bi-level continuous positive airway pressure (bipap) device malfunctioned and stopped delivering bipap therapy. The affected end-stage, amyotrophic lateral sclerosis (als) patient (in hospice care) was receiving bipap therapy from the device 24-hours a day when the event occurred. The patient was also under dnr (do not resuscitate) orders. A physical evaluation of the device was performed and revealed a white residue and corrosion on the device's printed circuit assembly (pca). The residue, consistent in appearance with that resulting from tap water evaporation, indicates that the device was handled in a manner that resulted in fluid ingress.

Manufacturer narrative:
A review of the device's error log files revealed an error recorded on the date of the reported event. The specific error code recorded was consistent with that, which is recorded when the device detects a flow disruption condition (as could occur with fluid ingress to the flow sensor tubing). Operational and service testing of the device was performed and the device operated according to design specifications. All service tests performed were successfully completed, and the conditions that resulted in the recording of the error code found in the device's error log were not repeated. Based on this finding, we believe that the error that did occur proximal to the reported event, resulted when the fluid ingress occurred. Based on our findings, we believe the device did stop delivering bipap therapy as reported by the complainant. We additionally, believe the device alarmed as designed (based on our testing of the device); however, we do not believe the loss of the bipap therapy that occurred caused or contributed to the patient expiring, or that a loss of therapy, if it were to recur during use of the device according to product labeling would place a patient at an increased risk of harm. While we believe the patient outcome was the result of the patient's pre-existing conditions and progressive disease state (and not related to the device malfunction that we believe resulted from the fluid ingress), we also believe that the device was being used in an off-label manner on a patient whose clinical and respiratory support needs exceeded those the bipap s/t is designed to provide. This conclusion is based on the bipap s/t labeling, which clearly and adequately states that the intended use of the bipap s/t is to provide noninvasive ventilation to adult patients (>66lb) for the treatment of respiratory insufficiency (a condition in which the patient can continue without ventilation for some period of time, such as overnight) or obstructive sleep apnea (bipap s/t user manual, part number 1001249, warnings and cautions and intended use). For the population the bipap device is intended to be used with, the loss of bipap therapy does not represent a significant risk to the intended use. We also believe that the evidence of fluid ingress observed inside of the device (potentially representing multiple occurrences of fluid ingress) indicates the device was mishandled repeatedly. Product labeling states "do not immerse the device or allow any liquid to enter the enclosure or the inlet filter" and "...if water has entered the unit, discontinue use and contact your home care provider" (bipap s/t user manual, part number 1001249, warnings and cautions and intended use). Based on these findings and the data obtained through the investigation, we believe the device did stop delivering therapy as reported by the complainant; however, we do not believe this malfunction was the cause or a contributing factor in the patient outcome that occurred. We additionally believe that product labeling is clear and adequate in describing the patient population and intended use of the device, and the steps a user is to take should they suspect fluid ingress of the device has occurred. We therefore, conclude that no further action is appropriate.